Event description:
During a laparoscopic burch the 512s gasket was found inside a pt. The gasket was recovered from the pt, a second device was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
D5,6; h4: info unavailable, device returned with no lot or batch ID. Results of evaluation: conclusion: based in the visual examination it was confirmed that the inner gasket was dislodged from its original position. No conclusion could be reached as to how the inner gasket became dislodged.